Event description:
Device has been explanted.

Manufacturer narrative:
In response to FDA report number mw5089277. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "constant pain with associated symptoms to include lymphadenopathy, fatigue, headaches, vertigo, numbness in arms, heart palpitations and waves of nausea" and "recommendation for explant of breast implant due to known issues and recent recall." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "breast pain," "lymphadenopathy," and "explant due to recent recall. Patient additionally reported "fatigue, headaches, vertigo, numbness in arms, heart palpitations," and "nausea," which are not related to the device. Device remains implanted. Affected side unknown.